Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm malfunction, hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had a personal diabetes manager (pdm) that would not reset. The patient stated that because of this they were unable to use the pods. Their blood glucose levels went up to 400 mg/dl. The patient did not have any back up method. They called their primary care doctor but did not hear back. They ended up going to the emergency room for assistance. The patient stated that they treated them with manual injections with long and fast acting insulin.